Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are intermittently unresponsive. The up arrow button began with unresponsiveness about a month ago. The patient reportedly wears the pump under clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. The down arrow, contrast and ok keypad buttons responded appropriately. There was evidence of keypad contamination found under the up arrow key contact.